Manufacturer narrative:
Updated: type of reports, if follow-up, what type?, additional MFR narrative. Corrected section : initial reporter. (B)(4). Initial reporter's name changed to (B)(6).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was able to load, however it did not deploy and it was unable to stop bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was able to load, however it did not deploy and it was unable to stop bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Only the delivery device was returned, loading device was not retuned for investigation. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was extended outside the tube and completely unraveled. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The complaint for the reported failure mode "failure to deploy" and analyzed failure mode "unrevealed material" both were confirmed. Specific actions for both the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was able to load, however it did not deploy and it was unable to stop bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.